Event description:
IV tubing was primed, placed in pump and fluids started. Almost right away noted little bubble in vent filter, upon closer inspection could see fluid dripping out, lifted up tubing to get a better look, and it snapped in half.